Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 9393610, (B)(4) and 510k# k094025 is available for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, the two cages broke when the doctor was attempting to insert them into the cleared disk space. No excessive force was used, just a firm tap with a small hammer. The product came in contact with the patient. There were no fragments remaining inside the patient. No patient complication reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical evaluation confirmed that the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation middle rib is consistent with significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.